Event description:
It was reported that in the ICU, after passing the catheter over the guide wire that was placed in the patient's subclavian, the user attempted to remove the guide wire and in doing so, the wire "twisted and shredded" then eventually broke. The breaking of the guide wire caused an accident with the doctor on call, who was pierced and cut by it. The patient's condition decreased to a critical condition + arf (acute respiratory failure) type 1. A lung biopsy was performed. The patient's condition was followed by other complications that persisted until the patient's death on (B)(6) 2015. The patient's death was not a result of product failure, instead was caused by a history of serious disease prior to the puncture.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through evaluation of a returned product sample. The customer provided one guide wire. The catheter was not returned. The guide wire was kinked and bent between the 20 and 30 cm mark and unraveled toward the proximal end. The core wire was separated adjacent to the proximal weld. Microscopic examination revealed necking and plastic deformation in the area of the break. No pieces of the wire appeared to be missing. A review of manufacturing records did not yield any relevant findings. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during us and warn not to use excessive force or withdraw against the needle bevel. Operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4). This report is for the initial of two events occuring with the same patient. The second event has been reported under MDR# 1036844-2015-00216.